Event description:
In 2007, the patient was treated with a gore tag thoracic endoprosthesis. The treatment plan included intentional covering of the left subclavian artery. According to the reporting physician, the tag device was correctly sized for the proximal landing zone; however, was significantly oversized at the distal landing zone due to anatomical aortic taper. As the deflated balloon was being advanced into the device, it caused the tag device to move proximally unintentionally covering the left common carotid artery. A successful, distal repositioning of the tag device performed using the cook coda balloon.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also associated with this event was the gore tri-lobe balloon bc2604/lot serial #unknown.